Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was low angulation due to wear of the angle wire in all directions. Additionally, due to deformation in the angle knob did not move smoothly in all directions. Abnormal noise or grinding could be heard during angulation. Upon further inspection, it was observed that the acoustic lens had a scratch which reached to the glue layer due to physical stress. It was also observed that the nozzle was clogged, causing water removability to not meet the standard value. This finding was due to insufficient reprocessing of the scope. It was observed that the bending tube was deformed. It was also observed that the adhesive on the bending section cover was detached. It was observed that the universal cord had a wrinkle. It was also observed that the scope connector had corrosion. Corrosion was observed on the switch box, causing a loss of functionality in switch 3. It was observed that the electrical connector had corrosion as well as on the ultrasonic connector of the contact pins. It was also observed that switch 1 did not work due to damage on the switch cable. It was observed that an image was frozen and recorded on its own due to damage on the switch first point contact. It was also observed that switch 1 had a cut. It was observed that the suction cylinder, forceps channel port and the light guide cover glass had a dent. It was also observed that the control unit was sticky. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, objective lens, light guide lens, distal end, switch 2, switch 4, scope connector cover and on the grip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis exera ii ultrasound gastrovideoscope had low angulation. The reported issue occurred during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the acoustic lens had a scratch which reached to the glue layer and the nozzle was clogged which, are both reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the cause of the acoustic lens scratch from the information obtained. The root cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.